Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for a high number of short v-v intervals and high rate non-sustained episodes. In addition, the rv lead exhibited oversensing, noise, a possible fracture, an alert for undefined high pacing impedance and high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.